Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence. Alleged failure: tip of the probe broke and left inside patient. Probable root cause: non-conforming component poor assembly process misuse use error h3 other text : 81.

Event description:
It was reported that there was a potential for the ceramic tip to be remaining in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a potential for the ceramic tip to be remaining in the patient.